Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they thought their implant battery was running down and not keeping a charge anymore. Patient said they would have to charge the implant more often and the battery wouldn't even last the day. Agent asked, patient said they hadn't adjusted their settings recently and noticed this issue started probably just about a week ago. Agent reviewed battery depletion depended on settings/usage. The patient was redirected to their healthcare provider to further address the issue. Patient said they think they had contact info for a rep from when they met a long time ago and would try to reach out to them as well.